Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-00747. It was reported the patient experienced severe pain in his leg. Patient alleges the system caused him to develop a blood clot. Surgical intervention took place wherein the system was explanted approximately two years ago. (Exact date is unknown).